Manufacturer narrative:
The main component of the system and other applicable components are: product ID 3777-45 (B)(4) implanted: (B)(6)2012 explanted: product type lead product ID 3777-45 (B)(4) implanted: (B)(6)2012 explanted: product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer¿s representative (rep). The rep reported that the patient didn t know what might have caused contact 9 to be high. The rep reported that the patient¿s battery site was possibly getting warm related to the patient charging one time every two weeks for approximately 8 hours. The rep reported that the patient was to start charging daily to see if that helped with the warmth at the battery site. No further complications were reported.

Manufacturer narrative:
Other applicable components are: product ID: 3777-45, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 3777-45, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for peripheral neuropathy and spinal pain via a manufacturer¿s representative (rep). The rep reported that the patient wanted reprogramming to get stimulation in the lower back. While reprogramming the patient, an impedance check was preformed and all contacts were in range expect 9 was greater than 10,000. The rep reported that the patient also complained of the battery site getting warm while charging. The rep reported that the factors that could have led or contributed to the impedance issue was unknown. The rep reported that the patient stated she charged 1 time every 1-2 weeks for approximately 8 hours. The rep interrogated the battery and impedance check and gave education on charging more frequently for shorter periods of time to avoid skin warmth. The rep reported that the patient wasn¿t using contact 9 at the time of reprogram and when reprogrammed contact 9 wasn¿t needed to get better lower back coverage. The rep reported that the issue was resolved at the time of the report. No further complications were reported.